Event description:
It was reported that when the devices were used during an unknown procedure, the staples would not release. Another device was opened to complete the case. There was no consequence to patient.